Manufacturer narrative:
02/27/1998-supplemental report #2 submitted to FDA.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the stapleline burst open and the pt was bleeding. The surgeon resected the application site and used sutures to close the cuff. The hosp has reported the pt's condition is satisfactory.